Event description:
The customer reported to olympus during preparation for use, a b30(scope communication error) displayed on the 4k autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the rear cover packing was peeling off and the unit was burned in for 2 days, but unable to identify any problem with image or functionality. The unit passed all functional and leak tests. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.